Manufacturer narrative:
The following other devices were listed in this report: unk #11 tibia rev. Baseplate; unk 18 x 80 stem; unk 21 x 80 stem; unk 16mm poly insert. If cannot be determined which, if any of these devices may have caused or contributed to the reported event. An eval of the reported devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) is not available as per hosp protocol. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt revised to address instability. Pt done elsewhere. No op notes or stickers. Hosp protocol: no add'l info or x-rays."